Manufacturer narrative:
Concomitant medical products: product ID 977a260m, serial# (B)(4), product type lead. Product ID 977a260 ,serial# (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The patient had their device explanted at the end of 2017 because it was dead and not working for the patient. The event date was noted to be 3-4 months before explant. They still have their leads implanted so technical services reviewed MRI information for abandoned systems. No further complications were reported/are anticipated.